Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. The device model rosa one, serial (B)(4), is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k151359.

Event description:
During a spine surgery, the surgeon worked between the camera stand and the patient reference which generated a normal message on the screen indicating that the tracking was lost. However, this message was displayed only on 3 of the 4 clinical views visible on the screen. On the 4th one it was still indicated the message "tracking is on" during several seconds before changing to the correct message "tracking lost". This occurred multiple times during the surgery.

Manufacturer narrative:
According to complaint description, there is an issue to refresh displaying of tracking status. It is a known design defect. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code.